Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was used for trans-septal puncture (tsp). After tsp, a full dose of heparin was administered. Once the heparin was administered by the anesthesiologist, the physician introduced the pigtail catheter and took laa angiogram. An activated clotting time (act) was requested while the 31mm watchman flx closure device and delivery system (wds) was being prepared. The anesthesiologist was training a new anesthesiologist, and the act result was not ready when the physician decided to proceed with inserting the wds and deploying in the laa. A mobile thrombus was then observed on the core wire of the wds. The act was noted to be 178 seconds. An additional 10,000 units of heparin were administered. Release criteria were assessed, met, and the closure device was released. The act was 352 seconds. The watchman flx delivery system sheath was withdrawn under intracardiac echocardiography supervision while negative suction was applied via the side port. The sheath was withdrawn to the right atrium and the thrombus was plugged in the tsp hole. There was no thrombus in the left atrium or on the watchman flx closure device as visualized via transesophageal echocardiogram. The patient was started on a heparin drip and admitted to the intensive care unit for continued monitoring. Upon awaking from the anesthesia, the patient was stable and had a normal neurovascular assessment. The patient remains in the hospital for a parotic mass evaluation by an ear nose and throat doctor, unrelated to the watchman.